Event description:
It was reported that pumps wake button did not function as expected, requiring extreme effort and multiple presses to turn on pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternative method of insulin therapy.